Manufacturer narrative:
The authorized service provider (asp) advised checking the solenoids. In a good faith effort (gfe) response from the asp received on 30 jul 2024, it was stated that the device was not under warranty and the customer refused to pay for repairs. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a breathing valve (solenoid) malfunction. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) advised checking the solenoids. This investigation is ongoing.